Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se reseated the ribbon connection between the graphic user interface (gui) and the liquid crystal display (lcd), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator's upper display was blank. The ventilator was not on a patient at the time of the event.